Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy pump produced a double beep, no cassette attached alarm. The product problem was observed during testing.

Manufacturer narrative:
Other text: h3: one cadd legacy 1 pump was received in good physical condition with a scratched screen. The event history log was reviewed and there was no evidence of the reported issue. The moment the device was powered up the device started double beeping. The issue was caused by the downstream occlusion sensor and it will be replaced to resolve the issue. The scratched screen was also replaced.